Manufacturer narrative:
Study event. Evaluation summary: the device was not returned and the stent remains in the patient's body. Without device examination, a conclusive root cause for the filter/stent delivery system entanglement could not be determined; however, the event appears to be related to the circumstances of the case and operational context. All available information does not suggest a device quality issue. It is possible that during advancement and positioning of the rx acculink device, the distal segment of the stent delivery system was approached too closely to the proximal segment of the filtration element and got engaged with the filtration element. The emboshield instructions for use recommends a space of at least 1.5 cm between the intended distal margin of the stent and the proximal filtration element marker. Vasospasm is a known potential adverse event associated with the use of the device. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this event.

Event description:
Device malfunction: filter/stent delivery system entanglement. Time of malfunction: during the procedure. Symptom/ae: none. It was reported that during a left internal carotid artery stenting procedure, an emboshield filter was successfully positioned with minimal, but adequate distance between the filter and the lesion. An rx acculink stent delivery system (sds) crossed the stenosis; however, the sds became impinged on distal aspect of the filter. The filter and sds were removed as a unit. A second emboshield 5.0 was positioned and the stent was successfully implanted in the target lesion. Mild vasospasm occurred that resolved without treatment during the procedure. There was no adverse patient sequela. Though requested no additional information was provided.